Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving dilaudid (hydromorphone) and fentanyl via an implantable pump for non-malignant pain indications for use. It was reported that the patient was having issues with the medication. The patient stated that the patient had the pump replaced about a month ago and has been experiencing exasperated symptoms. The patient was hospitalized. They had a representative come to the hospital today and turn the pump all the way down to as low as they could and the representative told them they could not tell them how it was programmed or how often it was being administered however, to call tech support for this information. The company representative (rep) noted that the patient was experiencing these symptoms every 15-20 minutes, and they were trying to use a process of elimination to determine the cause. The rep mentioned that the patient has experienced dizzy, nausea, a metallic taste in their mouth, a headache, they can't feel their teeth, their tongue is numb, and their body was numb. The rep also mentioned that the patient was feeling jittery. The patient was redirected to their healthcare provider to further address the issue. 6.8 mg fentanyl and 3.39 mg dilaudid was the dosage for the medication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) stated that they were uncertain whether the therapy caused the patient symptoms or hospitalization. The pump was set to minimum rate. Ameliorated. The patient condition was ¿ameliorated¿.